Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Broken liquid-crystal display (lcd). Wear and tear damaged enclosure, front cover, line cord, and pole clamp. Visual inspection confirmed lcd was broken. The root cause of the reported issue was found to be the lcd was broken from the customer forcing the cover on. Actions were taken to mitigate the reported issue: replaced the power control board.

Event description:
It was reported that the device had a bad liquid-crystal display (lcd). No patient injury was reported.